Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of dilaudid (3.0m g/ml, 0.075mg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient experienced gradual overdose symptoms to include sleepiness following a refill and drug change from 0.5mg/ml to 3.0mg/ml ((B)(6)2015). Once the pump was filled, it was decided the concentration might be too much, so it was removed and replaced with a concentration of 1.5mg/ml. The concentration of 3.0mg/ml was in the pump for 2 minutes. The reporter was instructed to programming the pump to the original setting and then program the intended change. The hcp was to lower the drug concentration and dose. Additional information was requested from the hcp regarding any additional actions/interventions required to resolve the overdose symptoms.